Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2 weeks after the immediate dental implant was placed in ada site 7 in the mouth, the implant did not achieve osseointegration. Clinician reports patient's pain, abscess and swelling. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Event description:
The clinician reported that 2 weeks after the immediate dental implant was placed in ada site 7 in the mouth, the implant did not achieve osseointegration. Clinician reports patient's pain, abscess and swelling. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.